Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. The test strips have also been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6), 2012 the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was giving him inaccurate high readings as compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The mss was advised by the patient that at an unspecified time on (B)(6), 2012, the patient reported blood glucose results of 149mg/dl on his lfs meter and 103mg/dl on another lfs meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that he manages his diabetes with oral medication (unknown type and dosage), diet, and exercise. It was not specified if the patient made any changes to his usual diabetes management routine in response to the reported issue. On (B)(6), 2012 at around noon, the patient claimed to have developed symptoms of being shaky, weak, and sweaty and immediately after, self treated with food/drink in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes.